Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: one photo was received by our quality team for evaluation. Upon visual inspection, the stopper was observed to be distorted inside the 3 ml syringe barrel. A device history record could not be evaluated as the lot number is unknown. The quality team reviewed the syringe assembly and determined that the probable cause of the stopper mis-assembly could be due to poor reject in the syringe assembly system. Based off this investigation, it appears that reject air jet portion of this system was not secured and could shift in position causing the parts to not be rejected properly. An air jet bracket was fabricated and installed in order to secure the air jet. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. Investigation conclusion: photo evaluation: one photo was received for investigation and observed the stopper is distorted (mis-assembly) inside the 3ml syringe barrel. End user risk assessment: per p-eura document, 10000340744, severity is negligible (s1). Based on the complaint trending for the month of may 2020, occurrence = (complaints received/ may 2020 sales volume) x 1,000,000 = (1 / 21,116,872) x 1,000,000 = 0.047 ipm which is improbable (o1) the risk is acceptable as per ms-qs-034. Root cause description: the syringe assembly was reviewed. There is a vision system at the 3ml line to check for product with stopper mis-assembly and be auto-rejected at the reject station. The vision system is challenged per shift with accordance to the assembly process daily checklist (mfg-008/b). As there is no batch number provided, the probable cause of stopper mis-assembly could be due to poor reject. The reject air jet was not secured and tends to shift position causing parts not properly rejected. An air jet bracket was fabricated and installed to secure air jet in position on (B)(6) 2019. Rationale: the complaint will continue to be tracked and monitored.

Event description:
It was reported that the syringe 3ml ll w/ndl eclipse 23x1 rb experienced a misaligned/jammed/insecure stopper. Product defect was noted prior to use. The following information was provided by the initial reporter: distorted stopper.